Manufacturer narrative:
H3, h6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccuracy in an open CT+fluoro case. They sent the arm to the first trajectory on l3 on the left side and placed the instrument through the arm guide to find that the trajectory was medial and inferior to the plan. Since this was an open case, they were easily able to tell that the trajectory was inaccurate. They moved the trajectory to l4-left, and the inaccuracy was the same as l3-left. They were unsure if anything had shifted, so they re-performed the registration and paid close attention to any shifting. There was no shifting that occurred and the system was equally inaccurate on both l3-left and l4-left. Had they proceeded with the actual trajectory, the manufacturer representative (rep) said that they would have entered the spinal canal. They moved the robot to the patient's right side to see if the trajectory was equally inaccurate, but since the surgeon had yet to dissect the right side, they just had to try to eyeball the trajectory. Because of this, they were unable to determine if the trajectory was accurate on l4-right. The case was delayed about 15 minutes. The use of the guidance system was aborted and the surgeon decided to freehand the case. The system passed all setup tests successfully. There was no impact to patient's outcome. Additional information was received. It was reported that trajectories were deviated between 3.5-10 millimeters (mm).

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system passed the built in self test, advanced accuracy test, stress test, and stealth accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the probable root cause for the reported inaccuracies is a false positive registration. The registration for the second attempt was reviewed since the first registration attempt segmentation was not reproduced on the software by the investigation team. Although green values were obtained, a visual verification was required. According to the log files, the arm reached its planned destination, as the destination and current points were equivalent. This indicates that the arm followed the intended trajectory, further suggesting a false-positive registration. No software anomalies or arm inaccuracies were detected. According to mazor x stealth edition user manual tsd0148-01, performing the intraoperative procedure, pg- 4-60: " if there is an inaccuracy between the two images, it will be visually detectable. A good registration is obtained when the CT and fluoro image positions are matched." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.